Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but not limited to, manufacturing, interaction with lesion/anatomy, physician technique, kinked shaft, rapid deployment, deployment against force and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all absolute devices are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Reportedly, no unusual resistance was noted during deployment and it is unknown what may have contributed to the reported issue. In this case, another absolute stent was implanted to treat the target lesion (additional therapy/non surgical treatment). A definitive cause for the reported inaccurate delivery could not be determined; however, the reported additional therapy/non surgical treatment appears to be related to the circumstance of the procedure and there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.

Event description:
It was reported that during the procedure in the iliac artery, the absolute 0.035 stent system was advanced to the target lesion via contralateral access. During deployment, the stent moved forward outside the target lesion. There was no unusual resistance felt during stent deployment. Another absolute stent was used to cover the target lesion. There was no reported adverse patient sequela. Though requested, additional information has not been provided.